Event description:
Philips received a complaint by the customer on the v60 indicating that the unit turns on by itself while not in use. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the unit turns on by itself while not in use. The customer requested onsite service initially but later requested the part number for the user interface (ui) printed circuit board assembly (pcba) to complete the repair themselves. No further work will be provided by philips. The customer cancelled onsite service by philips. The customer was provided the part number for the ui pcba and will perform the replacement themselves to resolve the reported issue. The investigation concludes that no further action is required at this time.